Manufacturer narrative:
The ventricular lead was in use for treatment. The lead remained implanted for approximately 8 years, 7 months. The lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against the lead (insulation failure) cannot be confirmed. Potential causes of this failure include the following: physician uses subclavian venipuncture technique near the subclavian muscle and costoclavicular ligament, lead is sutured without ligature sleeve, physician inadvertently damages the insulation during pocket closure, surface nicks and cuts in tubing due to operator error, or loading forces during implantation. Potential effects to the patient include: electrical current leakage to surrounding tissue, less efficient sensing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing and/or another procedure may be required for removal of the lead. Final qa inspection of this lead includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, and "d" dimension on is-1 connector is measured. Following a cosmetic inspection of the whole lead from proximal end to distal end is performed under 10x microscope. Review of the device history record identified no rejects during manufacture of this lot number. The lead passed all in-process and qa final inspections before shipping to the customer, including mechanical, dimensional and electrical tests. A review of complaints identified no other complaints against this lot number. The instructions for use (IFU) inform the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Precautions inform the user: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The IFU also informs the user: extreme care should be taken not to inadvertently damage the lead insulation during the pulse generator pocket closure.

Event description:
The customer reported that this ventricular lead was capped (taken out of service) due to insulation failure. There was no report of any adverse patient effects from this event.